Event description:
It was reported that shortly after implant the patients condition deteriorated due to cardiac tamponade. The lead was repositioned and drainage was performed. The patient was stabilized and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.